Event description:
It was reported to boston scientific that an intragastric balloon was implanted during a procedure on an unknown date. The patient presented with discomfort, pain and vomiting. On (B)(6) 2025, the balloon was identified as hyperinflated and removed. The patient has fully recovered. The procedure was successfully completed. No additional complications were reported as a result of the event. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block d4, h4: detailed lot number was not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no complete UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Investigation results summary: the orbera bib intragastric balloon was not returned for analysis. Customer provided pictures in which it can be observed that the balloon is colored blue, indicating it was most likely filled with methylene blue. In other pictures, a line can be seen that indicates the present of air in the balloon. For this reason, there is enough evidence to confirm the reported events of ballon spontaneous inflation and device use of device issue - user error. A labeling review was performed using the information for use (IFU). Based on the event description and information provided by the customer, the device was used in a manner inconsistent with a written instruction in the IFU states: the igb is placed in the stomach and filled with sterile saline. The adverse event of endoscopic procedure occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. The reported events of balloon spontaneous inflation, discomfort, pain and vomiting are known and documented in the labeling. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.